Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 49 mg/dl and glucose tablets were consumed to address the bg level. The customer stated that while loading the cartridge, the customer did not disconnect from the infusion set tubing during the fill tubing step and may have delivered insulin without knowing it. Tandem technical support educated the customer that the infusion set must be disconnected during the cartridge change. The customer acknowledged the information.